Manufacturer narrative:
This device is manufactured for idev technologies. The device was returned to the original manufacturer and their analysis is in process. An MDR supplement will be submitted following the device analysis.

Event description:
The pt had a heavily calcified chronic total occluded tibial-peroneal trunk/posterior tibial. The physician tried to use a couple of different guidewires to cross and was unsuccessful. He then attempted to use a surepath guidewire. In the physician attempt to cross the occlusion, he began rolling the wire back and forth. The wire made some advancement and then the physician noticed the unraveling of the wire and he withdrew it. The tip had became unraveled, but was still attached to the main body of the wire.